Event description:
Drain was inserted on left side, was not working properly after surgery. It was not holding suction. Pt returned to o.r. To replace drain.

Manufacturer narrative:
Info has been forwarded to the mfg facility. Results of investigation pending. A f/u medwatch report will be filed.